Event description:
It was reported that the device had a blank display and no other functions would operate. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the flex assembly that connects the user interface pcb assembly to the pcb stack and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.